Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Review of the pump data logs by tandem technical support showed the battery jumped from 5% to 20% while disconnected from a power source. The customer's blood glucose level was 217 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.